Event description:
On 09 june 2008, abbott spine, through a clinical study, became aware of the following event. In 2004, the pt underwent a posterior lumbar interbody fusion (plif) on l5-s1. At the beginning of the surgery, during the course of dissection of the inferior aspect of the wound, there was a release of cerebral spinal fluid tissue that emanated into the wound. Upon further dissection, it was identified that there was the presence of no sacral lamina, and only a paper-thin layer of ligamentum flavum overlying the dura. There was a dural tear that was less than one centimeter in length in around the region of the sacrum. The ligamentum flavum was removed and the dural tear was repaired. On an unk date, during the hospital stay post op the pt experienced a mild postoperative ileus. On a unk date, the ileus resolved. There was no malfunction of an abbott product identified.

Manufacturer narrative:
No device will be returned. This report was initiated to document an adverse event communicated from a clinical study. Evaluation pending.